Event description:
Upon initiation of cardiopulmonary bypass, the quest mps sys was primed with the blood. During delivery of the arresting dose of cardioplegia, a leak was noted in the heat exchanger disk of the circuit. There was both blood and crystaloid in the unit. The leak was witnessed by the circulating nurse during cardiopulmonary support delivery.